Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention for an issue reported under MFR. Report#: 1627487-2018-00244 and 3006705815-2018-00041. The patient's pg was placed in surgery mode prior to the procedure. Following the procedure the patient's ipg was deemed inoperable because it was unable to be restored. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the issue.